Event description:
It was reported the unspecified bd vacutainer® cpt blood collection tube experienced glass breakage during use. The following information was provided by the initial reporter. The customer stated: it was reported that the tube broke in the centrifuge. "Here are the results of our cpt vs standard nahep tube comparison. Unfortunately our first cpt tube, with centrifugation within 2 hours of draw, broke in our centrifuge using aerosolve containment buckets (specially designed for centrifugation of whole blood tubes). For the second comparison of cpt and standard nahep tubes (both centrifuged next day, to simulate current shipping conditions), we switched to standard centrifuge buckets and ultimately had comparable recovery and viability when controlled for ml/blood."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Material number and lot number are unknown; therefore, no retention samples are available for testing. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the unspecified bd vacutainer® cpt blood collection tube experienced glass breakage during use. The following information was provided by the initial reporter. The customer stated: it was reported that the tube broke in the centrifuge. "Here are the results of our cpt vs standard nahep tube comparison. Unfortunately our first cpt tube, with centrifugation within 2 hours of draw, broke in our centrifuge using aerosolve containment buckets (specially designed for centrifugation of whole blood tubes). For the second comparison of cpt and standard nahep tubes (both centrifuged next day, to simulate current shipping conditions), we switched to standard centrifuge buckets and ultimately had comparable recovery and viability when controlled for ml/blood."